Event description:
It was reported the patient had stimulation in the wrong location. It was noted that telemetry issues were reported. It was further noted the patient¿s last charge was about 3-4 months ago. The reporter stated they were unable to communicate with the implantable neurostimulator (ins) using the patient programmer, recharger, and clinician programmer. The reporter further stated they were unable to start the 60 minute timer, but they were able to see the timer now. It was noted the ins pocket was in an odd position and the patient had difficulty charging in the past couple of months. It was further noted the patient was scheduled for a lead replacement today. The reporter stated that the patient was not getting the appropriate coverage they needed so the patient¿s healthcare professional (hcp) was replacing the lead. It was noted the patient¿s hcp would decide if the ins would be replaced as well. Additional information received reported the patient¿s lead was replaced. The reporter stated that since a consult about the lead 3-4 months ago, the patient stopped using stimulation because they were not getting good coverage. It was noted the manufacturing representative could not get telemetry with the ins today. The reporter stated they did not have time to get the ins out of overdischarge prior to the revision today, so the lead was replaced and the same ins was kept. The reporter stated the patient told them that this was their first overdischarge event and they did not have any other information to suspect any previous overdischarge events. Additional information received reported that an overdischarge was confirmed. It was noted that patient compliance was the cause of the overdischarge. It was noted that a physician mode recharge was successful. It was further noted the patient had no stimulation. The reporter stated the patient had a lead replacement and the ins was repositioned to get better coupling while charging. It was noted the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that no further troubleshooting or interventions were planned. It was noted that the patient was doing well. It was noted that the patient had good coverage and was able to charge better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that during revision, they had problems putting it in there and cutting there. Patient stated this was the first time and they were supposed to be there for 1 day but were in the hospital for 5 days.